Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that an advisory alarm of "controller backup battery fault" occurred after installing the backup battery for a while. The backup controller was changed and was to return to the original controller. The alarms resolved with the controller exchange. The controller was noted as returned on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the event log file. The log file was successfully retrieved from the returned system controller serial number: (B)(6) and contained events recorded on (B)(6) 2020 from 20:37 to 22:32. The recorded information revealed that the pump speed was set to 4800 rpm and the low speed limit was set to 5000 rpm resulting in a low speed advisory alarm. The pump speed was adjusted to 4700 rpm and the low speed was adjusted to 4500 rpm and the alarm cleared. The data captured at 21:36 revealed that a backup battery fault alarm associated with ebb load test fail became active. The information recorded at 22:13 revealed that the backup battery fault alarm cleared and there was a brief backup battery not installed alarm suggesting that the battery was disconnected and reconnected. The system operated with no active alarms until 22:18 when the backup battery fault due to ebb load test failure became active again. The driveline was disconnected at 22:32 and the controller was disconnected from the power. The remaining data, captured on (B)(6), suggested that a different pump was connected to the controller. The controller was connected to a power module and the system was started. After the pump speed was adjusted from the manufacturing settings to 4900 rpm (low speed limit 4000 rpm) the system operated with no active alarms. The last recorded entries indicated that the system was intentionally stopped and restarted before the last recorded entry. The returned system controller was functionally tested using the laboratory equipment and the backup battery fault alarm was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the backup battery fault alarm captured in the log file was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.